Manufacturer narrative:
Complete information for section a1 patient identifier: (B)(6). The investigation by the ams technical experts determined the issue was most likely a case of user error. The exact root cause could not be determined. Communication with the customer revealed that they were trained to follow different steps, using f3 - cancel instead of f5 - clear option in the ams worklist. It is likely that the user accidentally pressed f5 instead of f3. However, this could not be confirmed. The customer was retrained on correct procedures. No deficiency of the middleware was identified. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformance's, potential non-conformance's, or deviations associated with the complaint issue. A review of labeling showed labelling to be adequate. Based on all available information and abbott¿s complaint investigation, no product deficiency was identified for the aliniq ams.

Event description:
The customer observed that ams allowed the order entry module to create a duplicated sid associated to two different requests. After review of logs, it is visible that sample (B)(6) was firstly associated to request (B)(4), but then a duplicate was assigned by order entry to request (B)(4) no trace of update from lis, only visible in organizer. Results were assigned to other patient with sample identification numbers that were not ordered from his. They were identified and blocked before validation and reporting. No impact to patient management was reported.

Event description:
The customer observed that ams allowed the order entry module to create a duplicated sid associated to two different requests. After review of logs, it is visible that sample (B)(6) was firstly associated to request 2748860-5583400-114027, but then a duplicate was assigned by order entry to request 1737708-5553733-113594 - no trace of update from lis, only visible in organizer. Results were assigned to other patient with sample identification numbers that were not ordered from his. They were identified and blocked before validation and reporting. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.